Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(4) 2013 covidien received an FDA report ((B)(4)) regarding a customer issue with an avi foot cuff. The customer states, the patient developed a dvt on the operative leg post-op day 2 following a left total knee arthroscopy. The staff reported issues with the compression controller. The customer switched out the controller 2 times and foot cuffs 3 times. The customer reports there was no issues with the two controllers as the biomed department ruled that out. However, biomed did confirm each foot cuff failed the user self-test. There was no treatment for the dvt and no extended hospital stay. There is no additional information available. As it is unknown which avi foot cuff caused the issue. Three separates 3500a forms will be submitted. This is 1 of 3.